Event description:
Information was provided to the manufacturer that during a procedure, the tip of the wire broke off and was successfully retrieved from the patient. The patient did not require additional procedures due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
(B)(4). The complaint device was not returned; however, eleven unopened devices from the same lot were returned. Per quality control specification, this device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections during manufacturing process and again, prior to transport. As previously stated, the complaint device was not returned; however, a total of 11 unopened devices from the same lot were returned. Three of these 11 were examined and cut down for inspection purposes to verify the correct components were used and no obvious defects to the manufacturing process. All three devices had the correct components and appeared to be manufactured correctly. A root cause cannot be determined. Insufficient risk per quality engineering risk assessment. Root cause is inconclusive. We will continue to monitor for similar complaints.